Event description:
A male with tortuosity and thrombus in the neck underwent initial aaa repair in 2007. The physician placed one flex main body and three iliac leg grafts. The aneurysm continued to grow by only millimeters but no visible type I endoleak. However, in 2009, the physician placed a renu cuff as a preventative measure. Patient is doing fine.

Manufacturer narrative:
Event evaluation: still under investigation.